Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the insulin pump had an unexpected blank display. Blood glucose value was 134 mg/dl at the time of the incident. Troubleshooting was performed but did not resolve the issue. The device will be replaced and returned.

Manufacturer narrative:
The insulin pump passed displacement test, rewind test, prime test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and self test. No blank display anomalies noted during testing. Monitored with no suspended on low alerts noted during testing. Unit communicated properly with glucose sensor simulator and the mmt-7811 transmitter. The correct test bg value was displayed on the sensor glucose graph screen. The correct test bg value was sent from glucose meter and received by unit under test; the insulin pump communicated properly with blood glucose meter. The insulin pump received with cracked case next to belt clip rail corner. (B)(4).